Event description:
It was reported by ages that during inserting the locking screw into the polyaxial screw head, the laterals of the head divergent during locking with the torque handle. Because of this the screw is spinning.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.